Event description:
Customer reported negative reactions of cell 2, panocell-16 lot 02454 with anti-s monoclonal (ortho reagent) and with a polyclonal reagent .

Manufacturer narrative:
The customer did not return product or sample for investigation testing.